Manufacturer narrative:
(B)(4). Batch # unknown. Investigation summary this is an analysis of the video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows the firing trigger area of a device where it can be seen that the device is apparently not correctly assembled and a spring is also observed inside the device. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that the endostapler came with the internal spring of the shooting site loose, making it impossible to use and replacement was necessary. No patient consequences reported. No further information is available.